Event description:
Information was received indicating that a smiths medical pump had a downstream occlusion sensor resting at 2500mv which was causing the cassette to alarm that it was not properly attached. There was no patient present at the time of the event. There were no reported adverse events.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion ambulatory infusion pumps/cadd solis vip pumps - 2120 reported complaint of dso rests @ 2500mv, will alarm cassette not attached properly was revealed in the even log and during testing this was duplicated. Event caused by electrical open circuit of the dso sensor. Action was taken to replace the dso sensor, device then passed all functional testing.